Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the root cause for ¿uncontrolled pain and possible acute infection¿ or the later ¿pain and stiffness¿ that resulted in the resurfacing and larger size insert cannot be concluded. However, it is not an uncommon occurrence if the patella was not resurfaced during the primary surgery. Nor can the root cause of the ¿aseptic loosening¿ that resulted in the revision of the tibial base plate and polyethylene liner with an ¿irrigation and debridement¿ be concluded as aseptic loosening can have several causes. At a (B)(6) 2017 ¿ follow-up comparison of x-rays to (B)(6) 2016 ¿ ¿no visible periprosthetic fracture of significant lucency¿. This patient has now had left hip total hip arthroplasty. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that status post right total knee arthroplasty, patient was re-admitted to the hospital due to uncontrolled pain and possible acute infection. Patient had baseline right thigh pain radiating from his back, but reports that pain had gotten a bit worse after surgery. Patient received an MRI. Tolerating po. Pain was controlled with morphine sr. Patient was febrile (99.6) had a swollen and painful knee. He was admitted for febrile workup, observation and possible washout.